Manufacturer narrative:
H3 other text : device has not been returned to manufacturer.

Event description:
The manufacturer became aware of a rep dreamstation auto CPAP device alleging symptoms of asthma (new or worsening), and cancer. Medical intervention was not specified by the patient. Due to potential litigation surrounding this case, no follow-up can be performed at this time. At this time, no further investigation can be performed. If any additional information is received a follow-up report will be filed.